Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tips wouldn't close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.85mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. Molded insulator and grip tang were dislodged. Additionally the instrument was found to have a dislodged grip tang near the base of the grip tip. Components adjacent to this dislodged grip tang do show damage. The grip tip is bent and the molded insulator is dislodged. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. Grip tang is dislodged and the grip tip is bent. The complaint regarding tips would not close was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of bent instrument grip tips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.